Event description:
Customer reports a fiber leak at the onset of treatment on the dialyzers first use after preprocessing. The leak was noted by an audible blood leak alarm and confirmed with hemastix. Estimated blood loss is 350cc. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.